Manufacturer narrative:
No systemic issue has been identified. Data review confirmed that the instruments are working as intended. For sample 1, the sars-cov-2 titer was greater than the concentration of target influenza a. It could be possible that the discrepancy arises from a total consumption of free nucleotides by sars-cov-2 dna strands in the competition for pcr reagents. For sample 2, the discrepant results may be due to sample preparation or tube handling at the customer site as the initial run 1369 can be considered a low titer sample for both targets. It may be possible that if the sample is not re-suspended when the sample is repeated for testing, results may not be reproducible.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated positive results for sars-cov-2 and influenza a (negative for influenza b). The same samples were retested on different cobas liat analyzers; sample 1 yielded a positive result for sars-cov-2 only (negative for influenza a & b) and sample 2 yielded a negative result for all targets. Note, sample 1 was also sent to another laboratory (details unknown) and yielded a positive result for sars-cov-2 only. Results were not reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.